Manufacturer narrative:
Rupture of intervertebral disc space. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with 'lcd'; and underwent posterior lumbar interbody fusion at l3-l5. Intra-op, while inserting the new cage forcibly, tip of the screw ruptured into the intervertebral disc space. Since the images and radiographs were not checked during operation, the event was found during checking after the operation. The sales rep considered that possibly the cage had interfered with the screw, which ruptured into the intervertebral disc space. There were no patient complications reported as a result of this event.